Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The ventilation stopped and ambient mode was triggered. At the time of the event the device was 11 years old. The specified lifespan of hamilton medical ventilators is 8 years, so it is very likely that this event was caused due to a wear and tear effect. The failure of the esm due to a defective ic8 chip could be confirmed after software version 2.2.5 was installed and the te246018 was then logged. In consequence the esm was replaced. The latest software version 2.2.5 was installed, and full-service software done. The issue was solved. A patient was harmed. The complaint is deemed reportable.

Event description:
The screen displayed with a stripe, black screen or sandstorm screen and ventilation stopped. Alarm sounded and it didn't stop despite alarm silence ley. The medical engineer couldn't turned off the device. So, he replaced with another c2 device. He tried to turn off the c2 again. It rebooted with the power button pressed for 15 seconds and started up with standby mode.

Event description:
The screen displayed with a stripe, black screen or sandstorm screen and ventilation stopped. Alarm sounded and it didn't stop despite alarm silence ley. The medical engineer couldn't turned off the device. So, he replaced with another c2 device. He tried to turn off the c2 again. It rebooted with the power button pressed for 15 seconds and started up with standby mode.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The ventilation stopped and ambient mode was triggered. At the time of the event the device was 11 years old. The specified lifespan of hamilton medical ventilators is 8 years, so it is very likely that this event was caused due to a wear and tear effect. The failure of the esm due to a defective ic8 chip could be confirmed after software version 2.2.5 was installed and the te246018 was then logged. In consequence the esm was replaced. The latest software version 2.2.5 was installed, and full-service software done. The issue was solved. A patient was harmed. The complaint is deemed reportable. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.